Event description:
It was reported that this implantable cardioverter defibrillator device exhibited premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed, which has not been obtained. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that the patient had 2 recent episodes of ventricular fibrillation (vf) arrest. The summary report showed a battery depletion error. Subsequently, the s-ICD was explanted and a new s-ICD was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed, which has not been obtained. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that the patient had 2 recent episodes of ventricular fibrillation (vf) arrest. The summary report showed a battery depletion error. Subsequently, the s-ICD was explanted and a new s-ICD was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h6 coding tables: removed f26: no health consequences or implant and e060110: ventricular fibrillation codes per medical review request. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed, which has not been obtained. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that the patient had 2 recent episodes of ventricular fibrillation (vf) arrest. The summary report showed a battery depletion error. Subsequently, the s-ICD was explanted and a new s-ICD was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.